Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 12/23/2015. The fse found a plugged aperture in the white blood cell, wbc, bath. The fse replaced the wbc bath which resolved the issue reported. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer observed a fluid leak from a coulter act diff analyzer. It is unknown whether the leak was contained within the instrument. The volume of the leak was not specified. No error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.